Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (3) ar-1927pst-475 peek corkscrew ft anchors broke and shred apart during insertion. The anchors were only inserter about one-fourth of the way before they began to break. This was discovered during a remplissage procedure on (B)(6)2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.